Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during phacoemulsification procedure involving intraocular lens (iol) implantation, the device plunger incorrectly positioned the lens in the narrow part of the cartridge, which led to entrapment, deformation, and detachment of the iol haptic element as it exited the device. There were no patient contact and no patient harm. The surgery was completed using a similar lens of the same diopter power on same day.